Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the cs300 with a trainer and observed no issue with ECG detection. The fse then tested the end-user¿s ECG trunk cable and lead wires with mini sim simulator and observed no issue. The fse checked ECG calibration as per calibration procedure in service manual and the unit passed to specifications. The fse then completed a preventative maintenance with full calibration, functional testing and safety check to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not detecting the EKG/ECG cables. There was no patient harm and no adverse event reported.